Event description:
A review of service data detected a reportable event. Upon servicing, monitor sn (B)(4) displayed service code 203 (pulse test fault) during pulse testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor displayed a service code 203 (pulse test fault) during functional testing. The cause for the fault was broken solder connections at component u6 on the ca board. The root cause for the defective component u6 cannot be positively identified. No adverse event resulted from the defective component.